Manufacturer narrative:
The device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The medical investigation concluded that this complaint from the united states reports a broken femur and a combination of components from different manufacturers. Several attempts have been made to obtain clinical/medical documents to no avail. Without supporting clinical/medical documents, a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. A complaint history review found related failures; this failure mode will be monitored for future complaints and assessed for any necessary corrective actions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. Some potential probable causes of the event could include improper sizing or traumatic event. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved or product information, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that revision surgery was performed. The woman had a competitor depuy stem in and fractured her femur. She had a proximal femur procedure and dr. Removed a reflection xlpe size e (32 i.d x 50-52mm) and replaced it with a new one. There was no implant failure of the liner. No more information is available.